Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion located in the right coronary artery (rca). An unknown absorb scaffold was implanted. In (B)(6) 2016 the patient entered the hospital due to chest pain but the diagnostic procedure did not identify any stenosis. In (B)(6) 2017, chest symptoms reappeared, even associated with respiratory distress on exertion. Due to this the patient was examined using coherence tomography again and scaffold thrombosis was noted. A bare metal stent was implanted to treat the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.